Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0058116r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-dec-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving gablofen ( 2000 mcg/ml at 7 50 mcg/day) via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient's catheter was very old and being replaced due to poor side port access. It was noted the event date was (B)(6) 2019. The catheter was replaced on that date and the customer discarded the catheter. It was noted the issue was resolved.